Manufacturer narrative:
(B)(4). Batch # t94j2h. Device analysis: the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a total laparoscopic hysterectomy, the jaws became not to open and close suddenly at the latter of the operation. The surgeon commented that she sometimes stopped using the device before the completion sound was heard. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.